Event description:
The nurse reported patient's introducer has a hole in the proximal lumen when patient returned from the cath lab.

Manufacturer narrative:
(B)(4). The customer returned one mac for evaluation. The catheter contained obvious signs of use in the form of biological material. After the sample failed functional testing, microscopic examination revealed a small slit on the proximal lumen near the juncture hub. The slit was smooth, which is damage consistent with the lumen coming in contact with a sharp object (scissors, needle, scalpel, etc.). The proximal extension line contained one small slit 7 mm from the juncture hub. The outer diameter of the proximal extension line measured to be 2.94 mm which is within specifications of 2.90-3.00 mm per product drawing. The inner diameter of the proximal extension line measured to be 2.16 mm which is within specifications of 2.11-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was initially flushed to ensure no blockages were present. The distal tip of the catheter was then occluded and a water-filled lab inventory syringe was used to pressurize both extension lines. When the proximal lumen was pressurized, water leaked from a small slit near the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a damaged extension line was confirmed by complaint investigation of the returned sample. The proximal extension line contained a small slit, consistent with contact with sharps. A device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates - extension line leak during use.

Event description:
The nurse reported patient's introducer has a hole in the proximal lumen when patient returned from the cath lab.